Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zlb00, was performed on the right eye of a male patient. The explanted lens was discarded. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site for investigation; the customer reported the lens was discarded. Manufacturing record review: there were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. All pertinent information available to abbott medical optics has been submitted.